Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the analog input (ai) printed circuit board (pcb, the breath delivery unit (bdu) pcb, the alarm cable and the alarm piezo. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had an error code indicating lost alarm. The ventilator was not in use on a patient at the time the alarm occurred

Manufacturer narrative:
Light emitting diode (led) alarm cables assemblies were returned to covidien/medtronic¿s product analysis. A visual inspection was performed. The cables had wiring that connects to the alternate current (ac) panel was severed from their connections. The product analysis technician reported that due to the damage the returned part could not be attached to a ventilator for failure analysis. Damage to the cable could not be determined. If information is provided in the future, a supplemental report will be issued.